Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 501 mg/dl with trace ketones; cause was unknown. A bolus was delivered to address bg level. A supply change was performed and insulin delivery was resumed.